Manufacturer narrative:
On (B)(6) 2021, haemonetics manufacturing performed a visual inspection of the returned sample and it was confirmed that the configuration of the unit is correct (all components are correctly assembled). Kinks were found throughout the all tubing however, since the returned sample was received with the tubing's coiled, it is not possible to confirm if these kinks were generated due to the way the sample was returned or for other reason. A visual evaluation was conducted and it was found that the 6 filter holes are not blocked. Both sides of the filter were checked and there are no traces of solvent on either side. The media is damaged with one hole close to the outlet.

Event description:
On (B)(6) 2021, haemonetics was notified of weight changing too slowly in rbc transfer, weight changing to slowly in plasma return, air detected at blad alarms during return and possible rbc spill during draw alarms utilizing a 2 unit red cell set.